Manufacturer narrative:
The device was not returned. The ECG data was returned for evaluation. Review of the device activity logs showed that all of the shocks in this event were delivered successfully by manual button presses. The customer?s report was not replicated or confirmed, the logs showed no indications that the device discharged unprompted. The report was unsubstantiated. The electrode pads were discarded at the customer site and were not available for review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, while performing CPR, the device self discharged and during the discharge, the user was shocked. Complainant indicated that CPR was continued to treat the patient. Complainant did not indicate any adverse effect to the patient and indicated that the nurse performing CPR was given an electric shock. No information was available on any injuries sustained by the nurse.